Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. The fse checked the system and confirmed there were no failed drawers. The fse also found a 10,000 code in remote support service (rss) showing that the main enhanced half-height drawers 2.2 a1 and 3.2 d3 kept failing. The fse reseated and checked all cables, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were keep failing.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.